Event description:
It was reported that the patient presented for a cardiac resynchronization therapy defibrillator (crtd) implant procedure. During the procedure, when the left ventricular (lv) lead was being implanted, it was noted to be excessively dry, making it difficult to advance through the blood vessel and resulting in unsatisfactory intravascular fixation stability. Additionally, the peel-away catheter exhibited a poor seal and was observed to leak during blood aspiration. Both the lv lead and peel-away catheter were not used and replaced. The patient remained stable throughout the procedure.